Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).

Event description:
On (B)(6) 2014, the complainant performed a routine follow-up on this device but encountered difficulty when attempting to archive the patient records after the follow-up. The device model was not recognized by the programmer and several error messages were displayed.

Event description:
On (B)(6) 2014, the complainant performed a routine follow-up on this device but encountered difficulty when attempting to archive the patient records after the follow-up. The device model was not recognized by the programmer and several error messages were displayed.